Manufacturer narrative:
This product is not expected to be returned. If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this right ventricular (rv) lead dislodged during the right atrial lead replacement. As the patient is pacing dependent, a rush was made to put this rv lead in working position. After this reposition, this lead showed high capture threshold, thus, the physician decided to fix it at a future replacement. During the patient's routine monitoring, the ventricular lead was noted to be in the left ventricle and not in the right ventricle, due to a patent foramen ovale. Due to this movement of the lead, it was decided to explant and replace this lead. It is not expected that this lead returns for analysis. No additional adverse patient effects were reported.